Event description:
It was reported that the customer's insulin pump alarmed motor error during basal delivery. Troubleshooting was performed. Assisted the caller to run the self test and passed. The caller stated that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 474mg/dl. The caller stated that the customer was in a vehicle accident possible due his low blood glucose, and the insulin pump was alarming motor error when he was brought in the hospital. The caller stated the insulin pump was downloaded and found that he gave himself 40.0 units of insulin. It was stated that the car accident occurred on (B)(6) 2012, but the customer was found the next day as the car when down thirty foot ravine. The caller stated that the customer is paralyzed from the waist down as a result of the accident. Reviewed the alarm history and found motor errors, low reservoir, and low battery alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.